Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. During a call, pt mentioned they had their previous ins replaced because the pt had lost a lot of weight and the spinal(scs) cord stimulator was working just fine, but was pressing up against pt's hip area. Pt said they had lost "too much weight" after back surgeries and the ins had to be repositioned or explanted. Pt chose to get ins replaced with an updated model, but pt said they were never informed they had to get their leads replaced to be MRI fully body eligible. Pt said they would have had their leads replaced or had the scs explanted if they knew they would not be MRI full body eligible with the previous leads implanted. The reason for the call was, pt said they needed an MRI of their hip and may have a bad hip. Pt had x-ray for hip and left knee for another issue and the radiology department told the pt the scs was MRI head only eligible. Pt did not believe the radiology department and wanted to call to get their MRI eligibility status. Patient services specialist (pss) documenting reported event. Pt was asked about event date multiple times, but did not provide a specific event date. Pt entered MRI mode during call and confirmed MRI conditionally head only eligible.